Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The user reported problems were confirmed. The evaluation identified a bad scope socket. Additional findings noted were scope socket light path obstructed, causing "no auto adjustment," scope socket slider switch gets stuck and scope socket noted loose. In addition, the socket air joint was found worn out, leaking air pressure. Deep scratches were noted on the top cover with exposed metal and the front panel was cracked. The olympus lamp was noted to have excessive thermal grease applied and the light output was determined to be out of specification.

Event description:
A user facility reported to olympus that their clv-190 was "having issues with the brightness where the brightness is not working correctly and is not where the brightness should be." Per the reporter, the image was too dark. In addition, it was reported that the front assembly where the scope gets plugged in was noted loose and the black piece keeps getting stuck. No information is available when the problems were first observed. There was no patient injury or harm associated with the reported problem reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the possible causes are as follows: irregularities in external surface of the top cover and the front panel: the user¿s handling deviated from IFU might cause excessive force to be applied to the front panel, the top cover or rear foot, resulting to occurrence of the event. The endoscopic image is dark: the above might be caused by the following two causes: foreign objects were found in the optical path of the output socket, which interrupted light irradiated form the lamp. The light amount of the lamp was reduced due to the long time use of the lamp. Air-leakage: the results of the repair report review showed the abrasion of the air-joint. Taking that into account, the failure in operation could be caused by abrasion of the materials due to deterioration over time. As stated in the instructions for use as a preventive measure: 1) abnormality in external surface of the top cover and the front panel: "do not place any equipment other than the video system center on the top of the light source. Equipment damage can result. Place the light source on a stable, level surface using the foot holders (maj-1205). Otherwise, the light source may topple down or drop, and operator or patient injury may occur, or equipment damage can result. " the endoscopic image is dark: "the endoscope or light guide is not connected to the output socket. Connect the endoscope to the output socket securely as described. Air leakage: "anytime you observe an irregularity in a light source function, stop the examination immediately and take action according to the following procedures. Using a defective light source may cause patient and/or operator injury. After withdrawing the endoscope from the patient, refer to the instructions...". "If the problem cannot be resolved by the remedial action as described... Do not use the light source and immediately contact olympus."